Event description:
It was reported that a pt with an interstim ii had it explanted due to a potential defect. The physician feels that the ipg did not power the lead correctly even though the impedance checks were fine. After replacing the device, the pt can now feel stimulation.